Event description:
It was reported that the patient presented for a follow-up clinic visit. Upon device interrogation, noise and an inaccurate measurement were observed. Specifically, a discrepancy was noted between the capconfirm threshold values and the manual threshold test results. No action was taken to address the issue, and the pacemaker will continue to be monitored. No adverse patient consequences were reported in association with the event.